Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, copd exacerbation, fluid in lungs, acute mi. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation. The device was powered on and operated, as it should, and no significant event in the error log was confirmed. No repair performed due to the device not needed for inventory. The unit was scrapped. Additionally, rubber feet and cable clamp were missing and need to be replaced which were not related to the malfunction.